Event description:
It was reported that patient underwent initial total knee arthroplasty in 2013. Subsequently, patient was revised on (B)(6) 2015 due to the locking bar backing out of the tibial tray. During the procedure, it was noted the locking bar was fractured and a piece was retained by the patient. The locking bar and tibial bearing were removed and replaced.

Event description:
It was reported that the patient underwent a total knee arthroplasty in (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to the locking bar backing out. During the procedure, it was noted the locking bar fractured and a piece was retained by the patient. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.